Event description:
Boston scientific crm received information that this patient, with this ICD device, contacted technical services to report beeping tones (one beep every ten seconds). The patient also described felling 'punky' with some discomfort in the chest area. The patient was comtemplating taking an ntg tablet. The patient's medical history is remarkable for a previous CABG and valve anomalies. The patient denied that he was near a magnetic source. Technical services was concerned about this patient's symptoms and he should contact his physician immediately. The physician could evaluate the device at that time. Boston scientific received information from the representative that he was experiencing difficulties interrogating the device. The rep confirmed beeping tones from the device. The patient is scheduled for device replacement.

Manufacturer narrative:
In the ER, the device was beeping and could be interrogated, however, the rep could not perform diagnostic tests. Subsequently, the beeping stopped. The next day, no abnormalities were observed. At the clinic, a commanded atp was delivered and 'telemetry busy' was displayed. The patient triggered monitor feature was toggled on then off. Another commanded atp train was delivered successfully and an episode including the electrogram was stored. The patient had had a number of ventricular episodes on (B)(6) 2007 and received atp therapy, but the ventricular arrhythmia continued for approximately an hour after atp had been delivered, and the device was unable to provide any additional therapy. Enabling/disabling the ptm functionality reset the one history storage control variable, which was involved in causing the resets. The device was confirmed to be operating normally and remains implanted. Subsequently, this medical device was explanted. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.